Event description:
It was reported at implant that the lead's initial r-wave amplitude was 10-12mv by analyzer. The device initially measured 6.1mv, then went to 5mv, then went to lowest result of 3mv, and recovered to 3.7mv at end of case. The physician was upset with the diminished r waves at the end of the case. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.